Manufacturer narrative:
E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k103751, k110122, k141521. Investigation results: device evaluated by MFR: the mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband, which confirms the event. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the balloon- material rupture is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code ofadverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. During embolization of a thoracic aortic aneurysm, a 4.0 x 150, 135cm mustang balloon catheter was used for dilatation following puncture and fenestration of the brachial artery. However, during the inflation, the balloon burst. The procedure was completed with a 4 x 40 balloon. No patient complications occurred as a result of this event. It was further reported that the stenosed target lesion, which exhibited 70%, was located in the mildly tortuous and non-calcified subclavian artery. The patient's anatomy was not considered difficult to manage. The procedure was performed under general anesthesia, and no patient-related factors were involved. Additionally, no procedural factors were found to have contributed to the reported event.

Manufacturer narrative:
E1: initial reporter phone(B)(6). G4: premarket / 510(k): k103751, k110122, k141521 good faith effort attempts were made to try and retrieve device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a ballon rupture occurred. During embolization of a thoracic aortic aneurysm, a 4.0 x 150, 135cm mustang balloon catheter was used for dilatation following puncture and fenestration of the brachial artery. However, during the inflation, the balloon burst. The procedure was completed with a 4 x 40 balloon. No patient complications occurred as a result of this event.

Manufacturer narrative:
B5, describe event or problem: updated to include new information obtained. E1: initial reporter phone: (B)(6). G4: premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that a ballon rupture occurred. During embolization of a thoracic aortic aneurysm, a 4.0 x 150, 135cm mustang balloon catheter was used for dilatation following puncture and fenestration of the brachial artery. However, during the inflation, the balloon burst. The procedure was completed with a 4 x 40 balloon. No patient complications occurred as a result of this event. It was further reported that the stenosed target lesion, which exhibited 70%, was located in the mildly tortuous and non-calcified subclavian artery. The patient's anatomy was not considered difficult to manage. The procedure was performed under general anesthesia, and no patient-related factors were involved. Additionally, no procedural factors were found to have contributed to the reported event.